Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. The battery cap was not returned. The test battery cap was able to fit to maintain an electrical connection and was used to complete a 24 hour duration test. No power on reset events were duplicated during this time. The leak test failed with a battery compartment leak. The pump cover was removed to find internal moisture on the printed circuit board and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated the pump was worn while swimming and had no power afterward and a crack was noted in the battery compartment. The battery cap had reportedly not been replaced is more than 13 months. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.